Event description:
New information received notes that the right ventricular (rv) lead was oversensing noise. Programming changes were performed and the clinic will continue to monitor the patient. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was sensing noise. No intervention was performed. No patient condition was reported.